Event description:
An allen medical sales rep was contacted on (B)(6)to report that a pt developed a post-operative positioning injury following a case in which the allen ultrafin stirrups were used. There were no incidents during the case, according to the hospital's perioperative business manager, who reported the post-operative injury. The severity and nature of this injury was unclear. The reporter only stated that there was "some kind of treatment administered post-operatively."

Manufacturer narrative:
No info regarding the nature of the case, the length and positioning techniques used or pt precondition were communicated. Several contact attempts were made. The ultrafin stirrups had been used at other medical facilities just prior to the report from (B)(6) hospital, without issue. They were returned and evaluated by our engineer, who found them to have no functional or safety issues. The results of this eval were communicated to the reporter.